Manufacturer narrative:
On (B)(6), 2010, the acist angiographic contrast injection system, model cvi, was returned to acist for evaluation. Upon completion of the evaluation of the injection system, a follow-up report will be submitted to FDA.

Event description:
User facility reported: air was injected into a patient's artery during a coronary angiography. It was reported that the pt experience cardiac arrest and has recovered. (B)(4).